Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h6 one x-ray image was received and assessed but not sent to mmi for review as the complaint is for infection that lead to the glenoid component becoming loose, infection is not clearly visible on a single plain film x-ray. A definitive root cause of the implant migration cannot be determined. Regarding the infection, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported by the pmi group that a patient underwent right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product due to glenoid implant migration and bone defect. Additional information later received indicated that the patient had an infection that lead to the glenoid component becoming loose. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. E1: an updated pmi request form was submitted for this patient for a later requested surgery date. The patient's surgeon and hospital for this requested surgery has changed from the time the original pmi form was submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in switzerland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product due to glenoid implant migration and bone defect. Attempts have been made and no further information has been provided.